Event description:
The user's hearing dropped gradually over time. A re-implantation is considered.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Furthermore, two channels were left outside of cochlea at the implantation surgery. The recipient has reportedly pre-existing ossification, which might have also contributed to the lack of benefit. Decision on further steps have not been decided yet by the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing dropped gradually over time. A re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Furthermore, two channels were left outside of cochlea at the implantation surgery. The recipient has reportedly pre-existing ossification, which might have also contributed to the lack of benefit. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing dropped gradually over time. The user was reimplanted.